Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a shocking sensation under the electrodes. The patient¿s nurse removed the equipment to help soothe the irritation. Outcome of the irritation is unknown.